Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that there appeared to be a small hole at the hub. The catheter has been in the patient for nine months. The patient found blood leakage from the catheter body, then it was found the catheter was broken after he went to hospital. The catheter was pulled and replaced. Patient involved without injury.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation in currently underway. Upon completion, the results will be forwarded.